Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. Baxter will continue to monitor reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during event history log review and product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries were replaced to correct the reported condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.